Event description:
There have been no defects or issues identified with this scope, although there have been to issues with perforations. During procedure colon was perforated. Will be sending scope to agility, scopes are manufactured by olympus but maintained by agility (different company).